Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two bd ultra-fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: complaint 2 of 2, two boxes affected: lot: 0057742, catalog: 328203, date of event: unknown. Stated, the patient end is bending when trying to take injection stated, does not prime before injection stated, insulin does not flow when taking injection no injury to report.

Event description:
It was reported that two bd ultra-fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: complaint 2 of 2 two boxes affected: lot: 0057742 catalog: 328203 date of event: unknown stated, the patient end is bending when trying to take injection stated, does not prime before injection stated, insulin does not flow when taking injection no injury to report.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0057742. D.4. Medical device expiration date: 2/28/2025 h.4. Device manufacture date: 2/26/2020 d.4. Medical device lot #: 9247438. D.4. Medical device expiration date: 8/31/2024. H.4. Device manufacture date: 9/4/2019.. D10: device available for evaluation? Yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (8) used 29gx12.7mm bd pen needles from lot# 0057742 without outer covers, tear drops labels, or inner shields attached. Consumer reported the patient end is bending when trying to take injection and insulin does not flow when taking injection. All 8 pen needles were examined and it was observed that none of the pen needles exhibited a bent patient end cannula. All 8 pen needles were then tested for point geometry, outer diameter and lube coverage. It was observed that 7 out of the 8 pen needles exhibited hooked cannula points. All 8 pen needles measured within specification for outer diameter and had sufficient lube coverage. No evidence of manufacturing defect was observed. Since all 8 pen needles were returned after use, and without outer covers or inner shields attached, the probable cause of the hooked cannula points is user error when using the pen needles. No evidence of manufacturing defect was observed. The alleged issue could not be confirmed as no defect was observed. A lot history review of 0057742 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) from lot#9247438 were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.